Event description:
A report was received that the patient was unable to charge either of her ipg's. The patient stated that she had a procedure in which monopolar electrocautery was used. The physician will replace both of the ipg's.

Event description:
A report was received that the patient was unable to charge either of her ipg's. The patient stated that she had a procedure in which monopolar electrocautery was used. The physician will replace both of the ipg's.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02 serial # (B)(4) description: precision implantable pulse generator.

Manufacturer narrative:
The explanted ipg's were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg's revealed that no anomalies or deviations potentially related to the event occurred during manufacturing